Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A request from the facility was received for a patient matched implant indicating the existing plates and screws are scheduled to be removed on (B)(6) 2016. The patient had an operation due to a jaw tumor three years ago and part of his jaw was removed. A copy of the patient's scans were submitted for the design of the patient matched tmj. Based on the image provided, it appears that the patient currently has two (2) plates implanted. However, the specific identity and manufacturer of the plates cannot be confirmed. There is no reported failure of the existing plates and screws.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is not a duplicate report. The supplemental submission, report 0001032347-2016-0001-1, failed as a duplicate report ((B)(4)).

Event description:
Upon follow up with the surgeon, it is reported the revision was "during these years, there was a marked facial deformity, and so there was loss of muscle mass with severe impairment of articulation. Therefore the proposed of the treatment will be to rebuild the atm with part of the jaw and reposition the maxilla." The surgeon stated the original surgery was in 1997, therefore the part numbers are unknown. The expected revision date is (B)(6) 2016 and he states there is no need to return the explanted products to the manufacturer for evaluation. Radiographic images were provided and it appears the plates are broken.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Upon follow up with the surgeon, it is reported the revision was "during these years, there was a marked facial deformity, and so there was loss of muscle mass with severe impairment of articulation. Therefore the proposed of the treatment will be to rebuild the atm with part of the jaw and reposition the maxilla." The surgeon stated the original surgery was in 1997, therefore the part numbers are unknown. The expected revision date is (B)(6) 2016 and he states there is no need to return the explanted products to the manufacturer for evaluation. Radiographic images were provided and it appears the plates are broken.